Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG electrode fall-off testing. Upon evaluation, the u730 processor was shorted on the pca board inside the distribution node (dn). The cause of the non-functional ECG electrodes and incoming test failure is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the shorted processor.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.